Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited rising and high thresholds, episodes were recorded which were all false positives of oversensing, and ventricular sensing episodes were noted that may have been due to loss of atrial signal. The ra lead settings were re-programmed, and lead will be monitored. The ra lead remains in use. No patient complications have been reported as a result of this event.